Event description:
It was reported that there is a "burn" on the side of the pk dissecting forceps instrument. The "burn" was not observed during a surgical procedure. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during a previous surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed charring in an area approx .045" x .048" on one side, above the distal clevis's ear and the conductor's cap. These findings indicate that an arcing event occurred. Arcing most likely occurred due to leakage of energy through the insulating material, which can occur as a result of overloading at the tip. Engineering also observed that the grip on the same side is slightly bent causing an offset of approx .020" between both grips. Engineering concluded that the damage was most likely the result of overloading at the tip. The instrument passed electrical continuity testing.